Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, thrombus formed on the device. During the procedure, the stent became hung up in the catheter and would not deploy. Following removal, they were able to deploy the stent outside of the patient and there appeared to be some clot that had formed on the stent. The procedure was not completed due to this event. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the valve body was fully retracted and the stent was fully deployed. No issues were noted with the profile of the deployed stent or the catheter. During analysis, it was possible to insert the device without issue through a 5 french introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the safety and efficacy of the carotid wallstent endoprosthesis have not yet been established in patients with highly calcified lesions". However, the complaint states that the device was used in severely calcified anatomy. (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, thrombus formed on the device. During the procedure, the stent became hung up in the catheter and would not deploy. Following removal, they were able to able to deploy the stent outside of the patient and there appeared to be some clot that had formed on the stent. The procedure was not completed due to this event. No patient complications were reported. Patient status is listed as okay.